Manufacturer narrative:
Clarification: suspect product: lot number 963/2. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with juvederm® voluma¿ with lidocaine on on 3 points of external zygomatic arch with needle, and on tear trough; off-label use. 10 days later, patient experienced swelling, redness and pain with a warm and red nodule on ck3 (bilateral). Patient was treated with solupred 20mg 3 tablets/day for 5 days. Symptom has not been resolved.

Event description:
Healthcare professional (hcp) reported patient injected with juvederm® voluma¿ with lidocaine on on 3 points of external zygomatic arch with needle, and on tear trough; off-label use. 10 days later, patient experienced swelling, redness and pain with a warm and red nodule on ck3 (bilateral). Patient was treated with solupred 20mg 3 tablets/day for 5 days. Symptom has not been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.